Event description:
It was reported that the customer received a power source alert. There was no reported impact to the customer¿s blood glucose level. Patient later confirmed that battery issue was temporary and had resolved, no replacement pump or supplies were needed.